Manufacturer narrative:
(B)(4). Baxter has conducted batch reviews for potentially associated lots (h10h31055) and there were no defects noted during the manufacturing process. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a phone call for an unrelated alarm complaint, the patient verbalized that they felt full and the caregiver stated that patient's legs were swollen. On a follow up phone call on (B)(6) 2010 with the peritoneal dialysis nurse (pdn) regarding the report of swelling. The pdn stated the hp was admitted to the hospital on (B)(6) 2010 (discharged on (B)(6) 2010) for peritonitis. The pdn stated that the patient had just finished the antibiotics from the previous bout with peritonitis and became infected again. This complaint was opened to address the second incidence of peritonitis. The first incident will be addressed in a separate complaint. The pdn stated in both cases, hp's transfer set fell off and the cg put it back on. The pdn stated the hp was seen in the clinic yesterday (B)(6) 2010 for her antibiotics. The pdn stated the hp was constipated and had was given lactulose. The pdn further stated the hp is not a good candidate for pd therapy but does not have an adequate vascular system for hemodialysis and is not even able to give a cbc. The pdn also stated the hp's mental capacity is that of a 4 year old. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Follow up information will be submitted as it becomes available.